Manufacturer narrative:
During an onsite evaluation by the zoll service technician, the console was evaluated and tested. The reported complaint was not confirmed. Visual inspection was performed and there were no problems found. The console passed functional testing with no faults found. Review of the event log found no significant errors. During the onsite visit, a yearly preventative maintenance was performed. The console was found to function as intended and was within specification. The thermogard xp ivtm (sn: (B)(4)) is a reusable device and was manufactured on 06/19/2012. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm with serial number (B)(4). The console passed all final testing criteria.

Event description:
It was reported that the thermogard xp ivtm (sn: (B)(4)) has an unspecified malfunction. The zoll service technician made multiple attempts to reach the customer so obtain additional information; however, was unsuccessful. No further information was provided. There was no patient involvement reported.